Event description:
(B)(4), occurred (B)(6) 2014; reports nurse started blood transfusion started at 12 pm to run at 100ml per hour at 3 pm pump read 340 ml infused but more than 250 ml remaining in bag. No pt injury. Uhs attempted to duplicate the same set up and could not. (B)(4).

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A f/u report will be provided when the investigation results become available.